Event description:
Customer reported the panorama central station displayed a blue screen which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
(B)(4) replaced the system hd disk and reloaded software. Tested, calibrated and safety tested to factory specs.